Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the usb cable. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 110 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer would continue to use the pump for insulin therapy.